Event description:
It was reported that the physician noticed when using the probe, there appeared to be a leak in the lateral tubing and while attempting to take 24 samples for a breast biopsy, she was only able to retrieve 2 samples. The physician aborted the case and sent the patient home under normal post biopsy instructions and the patient was rescheduled for a needle localization.

Manufacturer narrative:
Information not provided during intial contact. Information anticipated, but unavailable at this time.